Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the patient also experienced groin /vaginal pain, dyspareunia, recurrent and continuing incontinence, pain that interferes with sitting, bladder pain, with or without obturator/pudendal nerve damage or neuralgia, pelvic myofascial pain, and psychological distress.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a follow up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation except emotional changes - distress (psychological distress). There are no clinical studies or literature or data to support a specific causal relationship between altis and the emotional changes - distress (psychological distress). No further action or corrective action is required at this time.

Event description:
As additionally reported, to coloplast though not verified: the patient also experienced pelvic floor dysfunction, chronic bilateral low back pain with bilateral sciatica.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient had an altis implanted and reportedly experienced the following: pelvic bone pain, muscle spasm of inner left thigh, inguinal pain, perineal pain, left hip pain, abdominal tenderness, vaginal bleeding, obvious severe cording of left side of sling vs extremely tense suture, blood clot vaginal discharge, sub urethral sutures, paraurethral pain l>r, urethra/bladder tenderness, questionable mesh extrusion, obturator neuralgia, antalgic gait and mononeuropathies of left lower limb. The patient underwent transvaginal altis sling revision, trans obturator dissection of full length of sling into obturator internus and obturator membrane, cystoscopy, laparoscopic burch urethropexy with gore-tex sutures, suprapubic catheter placement, laparoscopic adhesiolysis, floseal application and exparel injections under general anesthesia.